Event description:
Reporter alleged blood glucose measured 480 mg/dl so took five additional units of insulin as a result, however, when tested back to back, the result was 60 mg/dl and time between tests was thought to be within 10 minutes. Customer stated taking multiple back to back tests, so when going through the meter memory when talking to the manufacturer, results of 427 mg/dl was found taken back to back with a result of 67 mg/dl. Customer reportedly drank juice when glucose was low. And no medical attention was sought or received. A request was made for the return of the suspect device and replacement product was sent.